Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the atrial lead was observed to be dislodged. The lead was capped and replaced to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating dislodgment was not observed on the atrial lead. No malfunction was observed on the atrial lead and the lead was not capped and replaced. Lead dislodgement was observed on the left ventricular lead and was reported under manufacturer report number 2017865-2019-14084.